Event description:
The pt had a taxus express2 drug eluting stent of an unk size deployed in an unk vessel. Approx nine months later the pt presented with thrombosis. It was reported that the pt has "recovered well and is in a satisfactory condition."